Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 red cracked and leaked on (B)(6) 2025, at 09:50, the patient's omeprazole infusion was completed, and the microinfusion pump triggered an alarm. The extension tube and medication were replaced. Upon inspection, it was found that the three-way connector used for intravenous infusion was cracked and leaking fluid. After replacing the three-way connector, the pump was restarted, and it operated normally. At 10:30, the microinfusion pump at the patient's bedside triggered a blockage alarm. The nurse inspected the extension tube and three-way connector but found no abnormalities. After restarting the pump, the nurse left the room. At 10:32, the microinfusion pump alarmed again. The nurse rechecked the extension tube and three-way connector but found no abnormalities. At this point, nurse (B)(6) entered the room, inquired about the situation, and upon inspection, found that the exposed PICC catheter was backflowing. She immediately attempted to withdraw the catheter but encountered significant resistance. She then used a 10ml syringe with saline solution to flush the catheter in a pulsed manner but was unable to clear the blockage. The nurse immediately informed the doctor and team leader. Following the doctor's instructions, urokinase was injected into the catheter for thrombolysis. The catheter did not reopen. After reporting to the doctor, the PICC catheter was removed, and a peripheral catheter was left in place.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.